Event description:
Additional information received per the medical records indicate that the patient has a history of hypertension, psychiatric illness, depression, chronic insomnia, neck pain, cervical spondylosis, osteoarthritis and chronic chest pain. Prior to the filter placement the patient was admitted to the hospital with confusion and multiple blisters on the right side of the neck, trunk and sacral area, with leukocytosis. The patient was diagnosed with sepsis, right lower lobe pneumonia, bilateral popliteal deep vein thrombosis (dvt), bilateral pulmonary embolism (pe), thrombus in the right ventricular outflow tract, anemia, a large duodenal ulcer, acute kidney injury and rhabdomyolysis. The indication for the filter placement was bilateral dvt and bilateral pe with gastro-intestinal bleeding which required blood transfusions. The filter was deployed via the patient's right femoral vein. It was placed into the infrarenal area of the ivc. The patient tolerated the procedure well.   Additional information received per the patient profile form (ppf) states that the patient experienced filter fracture, perforation of filter strut(s) outside the inferior vena cava (ivc), perforation of filter strut(s) into organs and filter tilt. The patient became aware of the reported events eight years and one months after the index procedure. The form also states that there was a fractured strut retained, seen posteriorly, although there have been no documented attempts to remove the filter or filter components. The patient continues to experience pain in the groin area, constant chest pain, anxiety and worry related to the filter. Computed tomography (CT) scans done approximately eight years and one months after the index procedure indicated that the ivc filter was tilted, perforating through the ivc with multiple struts extending extraluminal up to 6 mm with one medial strut in contact with the aorta, and there was also a fractured posterior strut.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a1, a2, b1, b3, b4, b5, b6, b7, d11, g3, g4, g7, h1, h2 and h6. Section b5: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter caused tilt, perforation of all struts outside the wall of the ivc, and fracture of one or more of the struts. The patient became aware of the reported events eight years and one-month post implant. The patient also reports that there was a fractured strut retained, seen posteriorly. The patient experiences pain in the chest and groin area and anxiety related to the filter. According to the medical records, the patient has a history of hypertension, psychiatric illness, depression, chronic insomnia, neck pain, cervical spondylosis, osteoarthritis and chronic chest pain. Prior to the filter placement the patient was admitted to the hospital with confusion and multiple blisters on the right side of the neck, trunk and sacral area, with leukocytosis. The patient was diagnosed with sepsis, right lower lobe pneumonia, bilateral popliteal deep vein thrombosis (dvt), bilateral pulmonary embolism (pe), thrombus in the right ventricular outflow tract, anemia, a large duodenal ulcer, acute kidney injury and rhabdomyolysis. The indication for the filter placement was bilateral dvt and bilateral pe with gastro-intestinal bleeding which required blood transfusions. The filter was deployed via the patient's right femoral vein. It was placed into the infrarenal area of the inferior vena cava (ivc). The patient tolerated the procedure well. A computed tomography (CT) scan done approximately eight years and one month post implant indicated that the ivc filter was tilted, perforating through the ivc with multiple struts extending extraluminal up to 6 mm with one medial strut in contact with the aorta, and there was also a fractured posterior strut. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural or post implant films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related it ivc filters. Without procedural films or images for review the reported event(s) could not be confirmed. Due to the nature of the complaint, the reported groin and chest pain could not be further clarified. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt, perforation of all struts outside the wall of the ivc, and fracture of one or more of the struts. The indication for the filter placement has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural or post implant films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt, perforation of all struts outside the wall of the ivc, fracture of one or more of the struts. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.